Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis and an infection in the diaphragm, coincident with peritoneal dialysis therapy. The patient was hospitalized for the events. The cause of the events was not reported. Treatment for the events was not reported. It was not reported if dianeal therapy was ongoing. After four days of hospitalization, the patient was discharged. The patient was recovering from the events. No additional information is available.